Manufacturer narrative:
The customer¿s products have been requested for return but were no longer available. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and was acceptable. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6) .

Event description:
The initial reporter received a questionable result from a coaguchek xs plus meter. The serial number was requested but was not provided. The specific date of testing was not provided. The customer only provided "2016". The result from the meter in a doctor's office was 5.0 inr the result from the laboratory using an unknown reagent was between 2.0 and 3.0 inr. The therapeutic range was 2.0-3.0 inr.